Event description:
I am using abbott freestyle libre 3 cgm. I found out about the defective cgm sensors by a warning telling me to remove the sensor. I checked the serial number, the sensor was defective along with 5 more unopened sensors, which I reported to abbott and was sent 6 replacement cgm sensors. I used a replacement sensor s/n: (B)(6), lot: t600003671. I am now getting random high glucose readings from a non-recalled cgm sensor. I am attaching pictures showing the different reading as compared to a regular test strip monitor. Abbott has a quality control problem that need to be corrected. Patient code: 4582. Device code: 2457, 1420, 1506. Reference reports: mw5181028, mw5181029, mw5181030, mw5181031, mw5181033, mw5181034.